Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly, the customer is re-using insulin. Tandem technical support informed customer that re-using insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 564 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately, the customer reverted to a backup pump for insulin therapy.